Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-mar-2019 with the following findings: evaluation revealed that the ok keypad button was over responsive. Evaluation also revealed the ok button contact was cracked. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the ok keypad button was over responsive. Evaluation also revealed the ok button contact was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 27-mar-2019.